Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the surgeon fired the device but the tissue dragged and pushed without cutting. The staples did not form correctly. The surgeon continued with a second handle and the issue repeated itself. A third handle was used to complete the firing and repair the damage. There was unanticipated tissue loss and damage. No other adverse events were reported.